Event description:
Caller (nurse) alleged discrepant results with the inratio meter compared to the lab with one pt. Results as follows: date: (B)(6) 2012, inratio: 1.2, inratio meter serial number: (B)(4), lab: 2.25. Within three hours. Nurse director reported the following results, using different meter, and different lot number; meter and lot info was not provided. Date: (B)(6) 2012, inratio: 3.2, inratio meter serial number: not provided, lab: 4.96. Within three hours.

Manufacturer narrative:
Investigation: comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.2, ref: 2.25, mean: 1.725, confidence limits: 1.2 - 2.3, result: pass. Date: (B)(6) 2012, inratio: 3.3, ref: 4.96, mean: 4.13, confidence limits: 2.4 - 6.1, result: pass. Reported results are within the confidence limits for passing accuracy comparison. Results aren't considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint was expected to be returned. In-house therapeutic donor testing has been performed on (B)(6) 2012 with reported lot #272418. Results as follows: donor: #1, inratio results: 1.6, 1.5, 1.5, reference: 1.55, bias threshold: 1.05 - 2.05, %cv: 3.77. Donor: #2, inratio results: 2.0, 1.7, 2.0, reference: 2.25, bias threshold: 1.25 - 3.25, %cv: 9.12. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.